Event description:
A report was received that the patient could not feel stimulation. It was determined that the lead was not functioning and had high impedances. The patient underwent a revision procedure wherein the leads, splitters and the anchor were replaced. The physician believed that there was a lead fracture beside the click anchor. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient could not feel stimulation. It was determined that the lead was not functioning and had high impedances. The patient underwent a revision procedure wherein the leads, splitters and the anchor were replaced. The physician believed that there was a lead fracture beside the click anchor. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead, kit-50 cm. Model#: sc-3400-30 serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm). Model#: sc-4316, lot #: 15683287, description: next generation anchor kit-sterile.

Manufacturer narrative:
Sc-2316-50 (sn: (B)(4)) the complaint was confirmed. A pronounced kink was noted at the clik anchor site of lead. X-ray inspection revealed broken cables 1 cm from where the clik anchor were tightened. There are 10 fractured cables. This damage might be the source of the reported stimulation anomaly. Sc-2316-50(sn: (B)(4)) the complaint was confirmed. A pronounced kink was noted at the clik anchor site of lead. X-ray inspection revealed broken cables 1 cm from where the clik anchor were tightened. All cables are fractured. This appears to have been caused by fatigue possibly coupled with postural changes/movements. There were no exposed cables on the fracture location of both leads. These damages are the source of the reported stimulation anomaly and reported open contacts. Sc-3400-30 (sn: (B)(4)) the lead splitters revealed no anomalies. Sc- 4316 (ln: 15683287) one of the eyelets of the click anchor was ripped but no parts of it are missing.